Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-21256. It was reported that patient experienced ineffective therapy after a fall. Reprograming was successful, however, x-rays showed that both leads had migrated distally from the original location of c2-c3. Surgical intervention may take place to address the issue.